Event description:
It was reported that the pulse generator exhibited loss of sensing and loss of capture. The physician disconnected and reconnected with the same results. The device was not used and replaced.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Final analysis found an integrated circuit anomaly which likely contributed to the reported loss of both sensing and capture.